Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
It was reported by the patient that after the surgery he went to the emergency room. The date of implant was in 2004, and the date the patient went to the ER at the hospital was in 2005. The information reported by the patient was that there was fluid in the cavity, as well as punctured bowel.